Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm noted. No frozen screen noted. Insulin pump passed displacement test. The time advanced properly during testing. Insulin pump had minor scratches on display window, cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported that the buttons were unresponsive and the screen was frozen. The battery was removed and the insulin pump alarmed button error. The blood glucose reading was 154mg/dl. Troubleshooting was performed and the customer was unable to clear the alarm. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).